Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient called their certified diabetes educator (cde) for assistance as they were going into diabetic ketoacidosis. Cde gave the patient instructions over the phone and patient called in every two hours and drank water. There was no alleged device malfunction. At the time of contact, the patient was in good condition. No additional event or patient information was provided.